Event description:
It was also noted that the pulse generator was at elective replacement indicator (eri).

Manufacturer narrative:
Final analysis found that the insulation was abraded through to the coil at 15.8 cm to 16.5 cm from the connector pin, due to friction with another device, which could cause the noise problem.

Event description:
It was reported that the atrial lead exhibited noise. During the surgical procedure, insulation degradation was noted on the atrial lead near the connector pin. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.